Event description:
It was reported that a patient presented with erosion and infection noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2022. No adverse patient consequences were reported.

Event description:
New information received notes there was no allegation of the infection being related to an abbott device. It is unknown if a culture was performed, or if the infection was procedure related, or if any symptoms were noted.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.